Manufacturer narrative:
Additional information; (serial number) has been updated based on case information. No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the meter were reviewed and the dhrs showed the meter passed testing. There is no evidence of any events during manufacture which may have contributed to any product defects, and there is no evidence that the meter did not meet specifications prior to release. Dhrs (device history review) for the precison strips were reviewed and the dhrs showed the precison strips passed all tests prior to release. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product are returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s caregiver reported customer¿s adc blood glucose meter produced an error message upon test strip insertion. Caller further reported that on july 23, 2018 customer began to experience ¿difficulty speaking, controlling his/her hands and standing¿, but due to the error message they could not get a reading. Caller gave customer sugar in water and food, but then took him/her to an emergency room. At the ER, customer was treated with a ¿glucagen¿ injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported customer¿s adc blood glucose meter produced an error message upon test strip insertion. Caller further reported that on (B)(6) 2018 customer began to experience ¿difficulty speaking, controlling his/her hands and standing¿, but due to the error message they could not get a reading. Caller gave customer sugar in water and food, but then took him/her to an emergency room. At the ER, customer was treated with a ¿glucagen¿ injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.